Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting sample with positive dat is failing to react with polyspecific mts gel card lot # 090814005-01. Repeat testing was performed in tube method and customer got a 1+ reaction. Issue reported (B)(6) 2015. Frequency: 1x. Methodology used: gel method. Pattern observed: (B)(6). Customer was expecting: (B)(6). Test repeated: yes. Result obtained by repeating: 1+. Method used to repeat: tube method. Lot number: 090814005-01. Expire: 06/18/15. Last qc run: (B)(6) 2015. Visual appearance before use: ok. Reagent red blood cell storage and handling: ok. Protocol details (for customer working in manual methods): ok. Pipette used: tipmaster. Cards/cassettes centrifugation: mts. Daily qc was performed and all reactions were acceptable. However, when testing of patient's sample with polyspecific gel cards saw no reactivity. Tube testing was positive. (Customer used biotest reagents). Did not provide lot #. Ocd provided customer with information on "specific performance characteristics" of mts gel cards.